Event description:
Customer compliance: limited data available. The customer stated that wires were completely faulty and almost caught on fire. The device is no longer usable.

Event description:
Customer complaint - limited data available. Customer complaint: I would like a replacement. The wires ended up being faulty and they almost caught on fire. I can no longer use it.